Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown dose and concentration, the reporter was unable to locate the drug information on the telemetry strip) via an implantable pump for non-malignant pain. The event date was (B)(6) 2016. It was reported that the patient broke both his hands. When the pump was put in, something was wrong with the patients right leg, the patient fell because his leg was asleep and he broke his right hand. The patient also broke his left hand because the patient had an unstable balance and fell. The patient was falling because the right leg was not cooperating and they believed it was related to the medicine pump. It was noted that the patient may have had a heart attack/stroke and patient was going to see a cardiologist. The patient also had an xray of his back. The patient had surgery on his hand and someone from the manufacturer shut the pump off before surgery. At the time of this report, the patient was not all there and was a mess. The patient was in newyork and needed the pump to be refilled on (B)(6) 2016, the patient could not get back to (B)(6) for a refill due to recovery post-surgery on the two broken hands. Patient services provided physician¿s listings, manufacturing representative listings in (B)(6), home infusion options. The patients wife stated that she was told by her health care professional that she should not have to do any leg work to find a managing doctor a manufacturing representative later stated that he spoke to the patients wife and the pain management office, the pain management office was to call them on this report date or day after to set up a refill appointment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.